Manufacturer narrative:
Device evaluation summary electrode belt sn (B)(4) was returned for evaluation. The reported problem (damaged cable, service code 204) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open wires in the cable connecting ECG "c" and ECG "d." The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving service code 204 (belt unusable).